Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported of a device failure due to a motor that runs irregularly and noisy. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The service technician noted the following action taken: activity repair. The device has been serviced and functional testing has been performed in accordance with the service manual se_053351. During the pre-repair diagnostic assessment the service technician identified the following failure: motor seized, rough running, defect. The investigation determined the root cause to be normal wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.